Manufacturer narrative:
As per investigation results, the inner blade component was broken due to high torsional and bending forces. The slot area had a pressure mark indicating high bending forces. The outer blade showed plastic deformations at the edges of the hexagonal tip due to torsional and bending overload. No indications were found for any material or manufacturing related problem.

Event description:
The tip of the screwdriver blade broke when surgeon tried to insert the screw.